Event description:
It was reported by service report that there was no power to foot board. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: connector pin.